Event description:
A malfunction alarm was reported with code malf 12, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer successfully reset it, as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.